Manufacturer narrative:
Philips has investigated this complaint. Philips engineer (rse) received a complaint indicating that the device failure occurred, which blocked x-rays. No service has been performed by philips since the service quotation was not accepted by the customer. This issue reoccurred again after few days where rse recreate database and image store and rebooted the system. After which, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code were corrected.

Event description:
It was reported to philips that a device failure occurred, which blocked x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.